Manufacturer narrative:
A hill-rom service technician inspected the bed and found the CPR cable to be out of adjustment. The technician adjusted the CPR assembly and the bed began to operate properly.

Event description:
It was reported to hill-rom that the head section of the excel bed would not go up. A hill-rom service technician inspected the bed and found the CPR cable to be out of adjustment. The technician adjusted the CPR assembly and the bed began to operate properly.